Event description:
A customer in the united states reported a quality control validation (qcv) failure associated with the mini vidas® analyzer. The qcv failure happened with section a slot 1 only. The 2 results were: 1st run tv1= 0.91; 2nd run tv1= 0.94. The customer reported that patient results were affected. There is no indication or report from the customer to biomérieux that this error led to any adverse event related to a patient's state of health. The qcv results and retrospective data for analysis was requested from the customer. An internal investigation has been initiated.

Manufacturer narrative:
A customer reported a quality control validation (qcv) failure associated with the mini vidas® analyzer. Due to the pct control result values out of range in the a1 position, the customer performed a qcv test which failed twice in section a slot 1. An investigation was conducted. On (B)(4) 2016 a biomérieux fse visited the customer site. The root cause of the qcv failure was a clog in the section a slot 1. This clog was confirmed by a result value not conforming in section a slot 1 when using the pump tester. The fse replaced the pump seals and cleaned the section a with the pump cleaner. After the cleaning, the fse performed a new pump test. This time, the result value in the section a slot 1 was conforming, the clog was removed, and the instrument was repaired. The fse qualified the instrument by performing a leak test which result values conformed for all slots of both sections. The last conforming qcv was performed on 02nov2016 and the last preventive maintenance was performed 23sep2016. Biomérieux requested a retrospective analysis from the customer for all patient samples performed on slot 1 of section a from 02nov2016 (date of the last conform qcv) to 14nov2016 (date of the qcv failure). As a succeeded control was performed on the slot 1 of the section a on 12nov2016, the retrospective analysis was done between this date and the qcv failure. The retrospective analysis showed that 2 patient sample results may have been affected. The customer stated the patient samples were discarded and that there was no way to confirm any impact on the test results reported. The potential impact of the clog is underestimating the value in pct. Analysis results: · patient order #06130248 (result : 0.19) the result was lower than the cut-off at 0.5 and 2, so in this case the result could impact the management of the patient. However, there is no way of re-testing any samples and no more information was provided. As described in the package insert (ref 30450), the interpretation of test results should be made taking into consideration the patient's history, and the results of any other tests performed: "the vidas® b·r·a·h·m·s pct is intended for use in conjunction with other laboratory findings and clinical assessments to aid in the risk assessment of critically ill patients on their first day of ICU admission for progression to severe sepsis and septic shock". · patient order #(B)(4) (result : 30.95) the result was higher than the cut-off, so in this case the result does not impact the management of the patient. Observing a qcv failure is not abnormal. The qcv operates as a functional control. This control is meant to detect residual risks, that are rare and sudden. Those risks are already present and accepted into the mini vidas® system risk analysis. The issue encountered is already known and accepted in risk analysis. The investigation revealed the root cause of the qcv failure was a clog in the section a slot 1. The mini vidas® analyzer system and qcv test worked as expected.